Event description:
The pt reported, the infusion tubing of the infusion set has become separated at the luer connection 2 times and the adhesive of the infusion site does not stick well. On (B) (6) 2010, the pt's blood glucose measured over 300 mg/dl and the pt's parents changed the infusion set and bolused through the infusion device. On (B) (6) 2010, the pt's blood glucose measured approx 250 mg/dl and the pt's parents changed the infusion set and bolused through the infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.